Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel, measuring greater than 200 ohms. Technical services (ts) recommended programming options. Subsequently, the shock vectors were reprogrammed. At this time, no adverse patient effects were reported, and this crt-d remains in service.